Manufacturer narrative:
Other, other text: no product was returned however the cadd solis operator manual (10009126-003) warnings section states system delivery inaccuracies beyond plus or minus 6 percent may occur as a result of back pressure or fluid resistance, which depends upon temperature, drug viscosity, catheter size, extension set tubing (for example, microbore), in-line components (such as filters and needleless access connectors), and placing the infusion reservoir and/or pump above or below the level of the patient. System delivery inaccuracy may result in under or over delivery of medication. The device in question would need to be returned for inspection of the pumps event log and delivery accuracy tests; there is no evidence that the pump failed to meet specifications. If the product is returned, ICU medical will reopen this complaint for further investigation. Product was not returned, so complaint could not be verified. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that no alarms were received and it looked like nothing was infused; however, the pump read that the residual volume was 0 milliliters. No patient injury was reported.